Manufacturer narrative:
The reported event of the atrial setscrew could not be untightened was not confirmed. No analysis could be performed on the setscrew problem because the atrial setscrew was removed in the field and not returned for analysis. Insufficient product was returned.

Event description:
Related manufacturer reference number: 2017865-2022-42657. Related manufacturer reference number: 2017865-2022-42659. It was reported that the right atrial (ra) lead had dislodged, and the right ventricular (rv) lead exhibited low pacing impedance due to insulation break. During the revision procedure the ra lead helix was unable to be retracted and the implantable cardioverter defibrillator (ICD) set screw was loose, so the ICD, ra, and rv lead were explanted and replaced. The patient was discharged after the procedure.